Event description:
It was reported that tandem mobi charging supplies became warm to the touch despite being in room temperature conditions. There was no reported impact to the customer¿s blood glucose level. Customer technical support arranged replacement of charging supplies and customer continued using the pump for insulin therapy.